Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number, expiration date, h4: device mfg date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using two proglide devices after a coronary interventional procedure using a 6fr sheath. Reportedly, when the plunger was removed, a suture break occurred with both proglide devices. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.